Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: b5 and d10. Additional information added to fields h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, a root cause for the reported event could not be identified. The event can be prevented by following the instructions for use: instructions forceps/irrigation plug (isolated type) maj-891. Chapter 7 cleaning, disinfection and sterilization procedures. 7.3 disassembling the forceps/irrigation plug. Be sure to disassemble the forceps/irrigation plug before it is cleaned, disinfected or sterilized. Otherwise, the forceps/irrigation plug may not be properly cleaned/disinfected/sterilized. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during reprocessing for a diagnostic observation.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the forceps/irrigation plug used in the cysto-nephro videoscope was not disassembled and cleaned, disinfected, or sterilized. The issue occurred during reprocessing. There were no reports of patient harm.